Event description:
Palmaz genesis stent introduced into left iliac and was determined to be too short. It was attempted to be removed from patient before deployment but became dislodged from stent balloon because of a stent strut placed in previous procedure. Stent came off balloon and retrieved with snare.what was the original intended procedure?intervention on left common iliac: stent, balloon angioplasty.device #1is this a laboratory device or laboratory test?no.